Manufacturer narrative:
(B)(4). Physio-control continues to investigate this reported failure and a supplemental report on this event will be issued to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomed, contacted physio-control to report that their device had a service indicator present. The biomed reviewed the event codes of the device and observed an event code in the memory which indicates that the AED function of the device may be inoperable and as a result, the unit may not be able to analyze patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported device issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly in the failure analysis center. The cause of the reported issue was determined to be an electrically leaky capacitor, designator c160.